Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio observed that the sync and analyze buttons on the main keypad assembly did not function correctly. Physio replaced the main keypad assembly. Proper device operation was then observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
It was reported to physio-control that the customer's device would not go into AED mode after pressing the analyze button when it was used on a patient in ventricular fibrillation. The device would not charge defibrillation energy and therefore no shock could be delivered. This led to a three minute delay in patient treatment. The patient received CPR until a back-up device became available to continue treatment. No further details on the patient or patient outcome were provided.